Event description:
It was reported that during a six month follow-up appointment with the surgeon the xrays revealed screw disengaged from plate.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of an inferior screw backing out was confirmed by the x-rays provided. Manufacturing files were reviewed and no incidents were found. The patient was reported as being moderately active which, depending on the activity, may be incompatible with this type of implant per the IFU. The patient's lifestyle is the likely cause of the screw backout. Conclusion: there were no non-conformances or manufacturing issues concerning this product. The exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that during a six month follow-up appointment with the surgeon, the x-rays revealed screw disengaged from plate.